Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed.  Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure and damaged the j1001 connector on the computer/analog (ca) board.    The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 105 (pulse test relay stuck).